Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported upon power on the device is experiencing intermittent wi-fi issues and volume delivery that is out of specification. Unable to confirm the complaint due to the device not being returned. Based on the information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd solis device is experiencing intermittent wifi issues and volume delivery that is out of specification. There was unknown patient involvement. No patient harm/adverse event was reported.